Manufacturer narrative:
After additional review, the correct aware date for the event was determined to be october 13, 2023.

Event description:
The customer reported to olympus, the colonovideoscope's central image was dark. The issue was found during preparation of use. The device was returned for evaluation. During the device evaluation, the following reportable malfunction was found: there was foreign material on the the charge coupled device unit (ccd) lens. There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was confirmed. The device evaluation found that the angulation in the upward direction and the gap on the up/down knob were out of standards due to the worn angle wire, waterproof failure occurred and the aspiration quantity was out of standards due to the broken channel tube, the image was partially dark due to the scratch of the ccd lens, the light guide bundle was abnormal, and the bending section cover adhesive was broken. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a definitive root cause could not be established. The suggested phenomenon was presumed to have been due to reprocessing that could not be conducted properly by leakage due to breakage of the biopsy channel. A further cause of the breakage could not be presumed. The suggested event is detectable by handling the device in accordance with the following instructions for use (IFU): the IFU states the detection method in gif/cf/pcf-290 series operation manual chapter 3 preparation and inspection. Olympus will continue to monitor field performance for this device.